Event description:
Additional information was received which indicated that the catheter was occluded.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative regarding on (B)(6) 2021 and it was reported that during replacement of the pump due to expected eos (end of service) it was observed the catheter could not be aspirated. Also while removing drug from old pump, the expected volume was 19 ml and only 4ml was withdrawn. The drug concentrations in the old pump were 25mg/ml and bupivacaine 20mg/ml. The diagnostics and troubleshooting performed was they tried to find possible catheter occlusion working from pump pocket back to spine but at each juncture, csf (cerebral spinal fluid) could not be aspirated through catheter. The physician elected to remove the existing catheter and replace with new one. Csf was successfully aspirated through cap (catheter access port) of new pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was used to deliver morphine 25mg/ml at 1.2mg/day and bupivacaine 20mg/ml at 0.964mg/day

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ dark residue occlusion in dispensing holes ¿ event related¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4) , implanted: (B)(6) 2015 , product type : catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 3 mg/day, 4mg/day with ptm dosing and bupivacaine 20mg/ml via an implantable pump. The other medication the patient was taking at the time of the event was fentanyl patch. It was reported that a dye study was scheduled to access catheter patency to prepare for pump replacement. 1cc was not aspirated. There were no environmental, external or patient factors that may have led or contributed to the issue. No additional diagnostics were able to be conducted. They will review last two pump refills once managing pa is back in the office. The patient¿s daily dose is being reduced in preparation for pump and catheter replacement. Surgical intervention did not occur but was planned and not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.